Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the light guide was received with the device end separated from the cable. The cause of this failure was unable to be determined. A review of reported events for this failure mode found this to be an isolated event. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this light guide, the adaptor became separated from the cable at the device end, causing the fiber optic bundle to be exposed. There was no injury or surgical delay associated with this event.